Event description:
It has been reported to philips that the system would not fully boot. It stops at 0:00. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) replaced the flexvision pc and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The philips engineer advised the customer to restart the device, but the issue persisted. During troubleshooting, it was found that the flex vision pc did not turn on and did not give signal in exam room monitor. The fse replaced the flexvision pc. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.